Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed, as surgical damage. Anxiety-product/procedure: unable to observe, since it is not related to the device. Visibility/palpability: unable to observe, since it is not related to the device. Additional observations: crease are observed. Wear abrasion is observed. Observed, 40 mm dark patch edge material inside gel device. White particles calcification-like were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, a left side ¿hard¿. And bilateral exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Healthcare professional, later reported, left side rupture and exchange. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side ¿hard¿ and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported left side rupture and exchange. Device has been explanted and replaced.